Event description:
The customer reported that the device displayed error code 00080 (defib power up failure) upon power up. This error code is accompanied by the message/instruction to cycle power.

Manufacturer narrative:
(B)(4).the customer reported that the device displayed error code 00080 (defib power up failure) upon power up. This error code is accompanied by the message/instruction to cycle power. There was no report of patient involvement or adverse patient impact. Philips evaluated the device and could not duplicate the reported issue. System log entries were found for the reported condition. Philips replaced the power pca and the control pca to resolve the issue. We cannot determine the cause since multiple parts were replaced.